Event description:
Rn of home patient (hp) reports hp experienced shoulder and back pain due to excess air infused into peritoneal cavity during treatment on homechoice device. Rn reports hp is brand new, however is well aware of proper priming procedure. Hp reports going to emergency room, was given "a shot" for the pain and was given an x-ray/scan which confirmed the presence of air. Hp reports the pain dissipated on it's own. Hp reports this to be an isolated incident, and notes that "in hindsight", hp cannot recall whether pt extension line of homechoice set was primed completely. In addition, hp notes using two pt extension lines per treatment.